Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the s4s/ sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. It was reported that no medical treatment was given to the patient. The use of accessory products was discussed with the end-user. No additional event/ patient details have been provided to date. Should additional information become available a follow up report will be submitted. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user reports, for the last 3 months, they have noticed an increase in red bumps, located around the stoma between the 12 o' clock to the 3 o' clock position.